Event description:
Boston scientific received information that this left ventricular lead was suspected to be dislodged as the lead was picking up right atrial activity. This lead was later explanted due to unknown reasons. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned as the lead was severed. There was dried blood/body fluid in the lead lumen. Cuts were noted in the polyurethane. This lead passed testing that verified the electrical continuity and insulation integrity of the lead. Analysis was unable to confirm the clinical observations.